Event description:
It was reported while using relion insulin syringes 3/10ml 31 gauge, 6mm foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported prior to drawing her insulin, she pushes the plunger rod down and "liquid substance" comes from barrel onto needle. Stated, she discarded syringes that had the "foreign matter internal".

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using relion insulin syringes 3/10ml 31 gauge, 6mm foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported prior to drawing her insulin, she pushes the plunger rod down and "liquid substance" comes from barrel onto needle. Stated, she discarded syringes that had the "foreign matter internal"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution? Yes. D10: returned to manufacturer on: 23-jan-2023 h6: investigation summary customer returned (4) loose 3/10cc, 6mm syringes. Customer states that she pushes the plunger rod down and "liquid substance" comes from barrel onto needle. All returned syringes were examined and one sample exhibited what appeared to be small amount of clear liquid in the barrel. This sample was tested and a clear drop of material came out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 2129149. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root cause cannot be determined.